Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device malfunction.

Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation is noted in the exhaust tube of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with a needle. Surface abrasion is noted on the exhaust tube of cylinder #1 and cylinder #2, and on the strain relief and tubing of the shorter exhaust tube and inlet tube of the pump. No functional abnormalities are noted with cylinder #1 or the pump. Because the limited information provided does not indicate any factors that may have contributed to the reported event, and because no functional abnormalities were noted other than instrument damage, quality cannot confirm the reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints for lot 4770038. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.